Event description:
It was reported that the patient presented with this ambicor penile prothesis that experience a failure in rigidity during sexual intercourse, the pump that activated the prosthesis was noticed to be collapsed. No patient complications were reported.

Manufacturer narrative:
Additional information updated: b1: adverse event/product problem. B2: outcomes attrib to adv event. B5: describe event/problem. D6b: explant date. G2: report source. Information corrected: a2: date of birth, age at time of notification.

Event description:
It was reported that the patient presented with this ambicor penile prothesis that experience a failure in rigidity during sexual intercourse, the pump that activated the prosthesis was noticed to be collapsed. Several months later, a surgical procedure was performed to remove the existing device and implant a new inflatable penile prosthesis. No patient complications were reported.